Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin passed the displacement test. The insulin pump had loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump was making noise during rewind and prime. The customer also reported that they have been experiencing high and low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The insulin pump was returned for analysis.